Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2019 with blood glucose of 54 mg/dl at the time of the incident. The customer was at 145 mg/dl at the time of the call. The customer used juice, glucose gel, and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer claims pump over delivery as the pump did not stop insulin delivery during their low. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.